Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('uterine perforation/failure to oclude/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yasmin. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"), dyspnoea ("breathing tightening / hard to breath") and chest pain ("pain in chest"). In 2017, the patient experienced dyspareunia ("chronic,dyspareunia (painful sexual intercourse) and pain in extremity ("pain in feet and legs"). In 2018, the patient experienced cerebrovascular accident ("stroke-like symptoms"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: other"), seizure ("seizures"), dysmenorrhoea ("dysmennorhea (cramping), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), back pain ("back pain"), migraine ("migraine"), crying ("hormonal changes / crying"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problems"), vitamin d deficiency ("vitamin d deficiency") and chest discomfort ("chest/breathing tightening") and was found to have hepatic enzyme increased ("elevated liver numbers"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy), and . Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, cerebrovascular accident, seizure, dyspareunia, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, migraine, crying, headache, fatigue, nausea, nervous system disorder, vitamin d deficiency, hepatic enzyme increased, chest discomfort, dyspnoea and chest pain outcome was unknown and the back pain and pain in extremity had resolved. The reporter considered abdominal pain, back pain, cerebrovascular accident, chest discomfort, chest pain, crying, device breakage, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hepatic enzyme increased, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, seizure, uterine perforation and vitamin d deficiency to be related to essure. The reporter commented: patient had received treatment for dyspareunia, dysmenorrhea, apareunia, pelvic pain, abdominal pain, back pain, bleeding, migration, perforation, migraine, hormonal changes, seizures, headaches, fatigue, nausea, neuro condition, stroke-like symptoms, vitamin d deficiency, elevated liver numbers, chest/breathing tightening. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: failure to occlude. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/failure to occlude/migration'), genital haemorrhage ('bleeding: other'), cerebrovascular accident ('stroke-like symptoms') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), seizure (seriousness criterion medically significant), dyspareunia ("chronic,dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), back pain ("back pain"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), nervous system disorder ("neuro condition/problems"), vitamin d deficiency ("vitamin d deficiency"), chest discomfort ("chest/breathing tightening") and dyspnoea ("breathing tightening") and was found to have hormone level abnormal ("hormonal changes") and hepatic enzyme increased ("elevated liver numbers"). The patient was treated with surgery (hysterectomy full), and essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, cerebrovascular accident, seizure, dyspareunia, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, back pain, migraine, hormone level abnormal, headache, fatigue, nausea, nervous system disorder, vitamin d deficiency, hepatic enzyme increased, chest discomfort and dyspnoea outcome was unknown. The reporter considered abdominal pain, back pain, cerebrovascular accident, chest discomfort, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hepatic enzyme increased, hormone level abnormal, migraine, nausea, nervous system disorder, pelvic pain, seizure, uterine perforation and vitamin d deficiency to be related to essure. The reporter commented: patient had received treatment for dyspareunia, dysmenorrhea, apareunia, pelvic pain, abdominal pain, back pain, bleeding, migration, perforation, migraine, hormonal changes, seizures, headaches, fatigue, nausea, neuro condition, stroke-like symptoms, vitamin d deficiency, elevated liver numbers, chest/breathing tightening. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: other (essure confirmation test unspecified), failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury nos replaced with new events: uterine perforation/failure to occlude/migration, chronic,dyspareunia (painful sexual intercourse), dysmennorhea (cramping), apareunia, pelvic/abdominal, back pain, migraine, hormonal changes, seizures, headaches, fatigue, nausea, nuero condition/problems, dyspareunia, stroke-like symptoms, vitamin d deficiency, elevated liver numbers, chest/breathing tightening added. Patient demographic, lab test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('uterine perforation/failure to occlude/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yasmin. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"), dyspnoea ("breathing tightening / hard to breath") and chest pain ("pain in chest"). In 2017, the patient experienced dyspareunia ("chronic,dyspareunia (painful sexual intercourse)") and pain in extremity ("pain in feet and legs"). In 2018, the patient experienced cerebrovascular accident ("stroke-like symptoms"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: other"), seizure ("seizures"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), back pain ("back pain"), migraine ("migraine"), crying ("hormonal changes / crying"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problems"), vitamin d deficiency ("vitamin d deficiency") and chest discomfort ("chest/breathing tightening") and was found to have hepatic enzyme increased ("elevated liver numbers"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy), and essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, cerebrovascular accident, seizure, dyspareunia, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, migraine, crying, headache, fatigue, nausea, nervous system disorder, vitamin d deficiency, hepatic enzyme increased, chest discomfort, dyspnoea and chest pain outcome was unknown and the back pain and pain in extremity had resolved. The reporter considered abdominal pain, back pain, cerebrovascular accident, chest discomfort, chest pain, crying, device breakage, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hepatic enzyme increased, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, seizure, uterine perforation and vitamin d deficiency to be related to essure. The reporter commented: patient had received treatment for dyspareunia, dysmenorrhea, apareunia, pelvic pain, abdominal pain, back pain, bleeding, migration, perforation, migraine, hormonal changes, seizures, headaches, fatigue, nausea, neuro condition, stroke-like symptoms, vitamin d deficiency, elevated liver numbers, chest/breathing tightening. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: failure to occlude. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-feb-2020: pfs received: events: cry, pain in chest, device breakage were added. Event onset date, reporters, lab data, patient demographics were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.